Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient had an asystole episode and it was questioned if it was related to a malfunction of the device. It was also noted that a few minutes later the patient suffered from a ventricular fibrillation (vf) and it was questioned if the asystole could result in vf. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Asku